Manufacturer narrative:
Additional information was received that the patient underwent a procedure where the leads and splitters were replaced per physician's preference. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #:(B)(4), description: infinion splitter 2x8 kit (30cm). The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that only 8-10 lead contacts were working. The patient will undergo a lead revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that only 8-10 lead contacts were working. The patient will undergo a lead revision procedure wherein the leads will be replaced.